Manufacturer narrative:
Insulin pump act button did no t respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reports to have experienced button malfunction. Customer's blood glucose was 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.